Manufacturer narrative:
H6. Investigation summary: bd had not received samples or photos for investigation. Therefore, 20 retention samples from bd inventory were evaluated by functional testing, each having their eclipse shields activated, and no issues were observed relating to defective locking mechanism as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode defective locking mechanism. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that during use with bd vacutainer® eclipse¿ blood collection needle the safety shield failed and student obtained a needlestick injury. The student went to dr. And blood testing performed. There was no report of patient impact. It was reported by the customer that the safety shield came off. Did the specimen(s) need to be recollected? No. Did exposure to blood/ bf occur? Yes. If exposure occurred was there any post exposure testing or medical intervention? Please explain. The student went to the dr. But we had pt information so only one set of testing was done.

Event description:
It was reported that during use with bd vacutainer® eclipse¿ blood collection needle the safety shield failed and student was exposed to blood. The student when to dr. And blood testing performed. There was no report of patient impact. It was reported by the customer that the safety shield came off. Did the specimen(s) need to be recollected? No. Did exposure to blood/ bf occur? Yes. If exposure occurred was there any post exposure testing or medical intervention? Please explain. The student went to the dr. But we had pt information so only one set of testing was done.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with bd vacutainer® eclipse¿ blood collection needle the safety shield failed and student obtained a needlestick injury. The student went to dr. And blood testing performed. There was no report of patient impact. It was reported by the customer that the safety shield came off. Did the specimen(s) need to be recollected? No. Did exposure to blood/ bf occur? Yes. If exposure occurred was there any post exposure testing or medical intervention? Please explain. The student went to the dr. But we had pt information so only one set of testing was done.

Manufacturer narrative:
The following fields have been updated with additional information: b.5. Describe event or problem: it was reported that during use with bd vacutainer® eclipse¿ blood collection needle the safety shield failed and student obtained a needlestick injury. The student went to dr. And blood testing performed. There was no report of patient impact. It was reported by the customer that the safety shield came off. Did the specimen(s) need to be recollected? No. · did exposure to blood/ bf occur? Yes. · if exposure occurred was there any post exposure testing or medical intervention? Please explain. The student went to the dr. But we had pt information so only one set of testing was done. H6 imdrf annex e - e2010. H6 imdrf annex f - f23.